Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had button error and no delivery alarm the customer¿s blood glucose level was unknown. The customer reported that the button was stuck and when reservoir was removed plastic cracked and also had unexplained no delivery alerts due to site issue. It was reported that they had button error. The insulin pump will not be returned for analysis.